Event description:
It was reported that the customer had high blood glucose levels of 506 mg/dl. The customer reported treating with a manual insulin injection. The customer reported receiving a motor error alarm from the insulin pump during bolus and prime. The customer also reported a compromised sensor system error from the insulin pump. Troubleshooting was done. The customer reported that they were unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a pack up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test and prime/a33 due to moisture damage inside the force sensor resistor. Moisture damage was also found on the motor however, no motor error alarm during testing noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).